Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on atrial high rate events. The atrial electrogram showed noise which was able to be replicated with pocket manipulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.